Event description:
It was reported the patient feels her ipg has migrated and is protruding from the original ipg pocket location. Follow-up information identified surgical intervention may be taken at a later date to address the issue. Additional follow-up pending.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.